Event description:
It was reported that the customer had an issue with not receiving alerts when she was going low. Customer was hospitalized this past weekend. Customer stated that she was unconscious and did not know what her actual blood glucose was. Customer's blood glucose was reported as less than 20 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.